Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-sep-2025, it was reported that a beta bionics ilet user experienced hypoglycemia with a blood glucose value of 59 mg/dl during the night. The user treated the low with fast-acting carbohydrates, and glucose values returned to range. No medical intervention was required.